Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Moreover, it was noted that the power consumption was at 204 percent. Data analysis confirms that power consumption is increasing in a gradual fashion. A device replacement was recommended or have device battery status re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Moreover, it was noted that the power consumption was at 204 percent. Data analysis confirms that power consumption is increasing in a gradual fashion. A device replacement was recommended or have device battery status re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Correction to field b5. Describe event or problem.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Moreover, it was noted that the power consumption was at 204 percent. Data analysis confirms that power consumption is increasing in a gradual fashion. A device replacement was recommended or have device battery status re-evaluated within 90 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.